Event description:
On 12/23/1997 the account reported an erratic ck-mb result of 16.4 ng/ml, which was run on the axsym analyzer. The pt was an outpatient and the physician questioned the result. A new sample was collected on 12/24/1997 and gave a result of 2.2 ng/ml. The physician notified the lab of the erratic result from 12/23/1997 and the original sample was retested, giving 1.8 ng/ml (12/26/1997), 1.5 and 2.0 ng/ml (12/27/1997). According to the account, the original sample was the only sample running at the time of the incident. All controls were within their specified ranges. No treatment was given based upon the first reported result.